Event description:
The pt reported her insulin infusion device is giving an e6 (mechanical error) message anytime she tries to prim the piston rod to 175 units. She stated she receives the error message while the device is in the run mode. She said she removed her battery in an attempt to get the device to reset. To troubleshoot, the pt was instructed to go back through the "change the cartridge menu" but as soon as the piston rod hit the 175 unit mark, it slowed down, started to make a clicking sound, stopped completely and then alarmed e6. No blood glucose concerns were reported related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.